Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d10, h3 and to provide the completed investigation results. The actual device was returned for evaluation. Visual inspection upon receipt found that the purge line tube had been fractured off at the joint with the port on the oxygenator module. The fractured cross-sections of the purge line tube were inspected under magnification and electron microscopy. There was not any foreign particle or air bubble which could have led the tube to get fractured embedded in the tube material. The surface of the fracture cross-section was noted partially in the smooth state and partially in the rough state. Reproductive testing was performed. Based on the provided information that the problem had occurred during priming, a hypothesis that the actual sample had been damaged by forceps manipulations during priming was inferred. The reproductive test below was conducted. The purge line tube of a factory-retained oxygenator sample was exposed to excessive shock force by being hit at the edge of the purge line port with forceps. The purge line tube got fractured. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation result, it is likely that the cause of the reported leak is related to the fracture that occurred on the purge line tube at the edge of the purge line port on the actual sample. During the above investigation, no inherent deficiency was noted on the purge line tube of the actual sample. Based on the state of the fracture cross-sections of the purge line of the actual sample and the information that the reported leak occurred during priming, it is assumable that the actual sample was exposed to some shock force during priming, resulting in the generation of the fracture on the purge line tube. From the available information, however, it is difficult to determine when and how the actual sample was subjected to the shock force. IFU states: "do not use an oxygenator that leaks. Replace it with another capiox fx25 oxygenator and reservoir. Recirculate the priming solution at a rate of 4l/min or higher to facilitate air removal. Failure to remove air from the oxygenator may result in serious injury to the patient. Use caution when removing air during priming and perfusion. Excessive shock to the device - especially with hard objects - can cause damage to the device. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4). Exemption number e2015022.

Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k) - k130520 the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. A search of the complaint file found no other report of this nature with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported leakage from the purge port during priming.